Event description:
It was reported that the insulin pump alarmed failed battery and sustained physical damage. The blood glucose reading was 320 mg/dl. The caller stated that the reservoir was only lasting 24 hours. The caller reported that the insulin pump was suspended and only showed one line. He also noted issues with the batteries, as well as with the infusion set, which bled after it came off during the user's sleep. The caller stated that it seemed as though insulin kept spilling out from the reservoir. The customer stated that he had originally put 300 units of insulin into the reservoir and wound up with 59 units of insulin left. 3 different batteries were used up and the device alarmed failed battery test. The basal setting was recently changed. Upon troubleshoot, the battery alarm did not recur, but the screen was scratched and had cracks near the battery compartment. The caller did not recall how the damage occurred and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no unexpected failed battery and the currents are within specification. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.